Event description:
Pt asleep, prepped and draped. Right groin incision made. High pressure injector in place but not connected to sterile tubing when injector fired sending contrast dye to ceiling and spraying/dripping onto sterile field. Wound irrigated with antibiotic and closed. Injector removed from center. Pt discharged same day, to return at later date. Inspection by MFR found no problem. No recording in memory that had even fired.